Event description:
Lap bowel grasper from applied medical with the a-trac insert was in use during a lap colon resection when a piece of the tip was seen in the pt's abdominal cavity. Instrument removed and piece removed from abdominal cavity.